Event description:
The customer reported the ventilator went vent inop and alarmed due to an exhalation motor error. The device was in use on a patient and there was no patient harm. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. The manufacturers field service engineer was unable to duplicate the reported problem. Review of the device diagnostic log confirmed a vent inop occurrence due to an exhalation motor error. The service engineer reported the vent inop did not recur during testing. Applicable final testing was completed to operating specifications.